Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinical specialist (cs) that the clinician gave them the external pulse generator (epg) and stated "device is not working." The cs opened the battery drawer and noticed that there was no battery in the device. The cs was going to speak with the account and obtain pertinent details associated with the epg and if returning it for checkout/repair. Additional information was given by the cs that the clinician tried to use the epg with a patient, but when it did not work, a different epg was used instead; at the time, no troubleshooting was done and the battery compartment was not opened. However, after installing a battery in the epg, it worked as expected. The epg remains in use. No patient complications were reported as a result of this event.